Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed the downstream occlusion sensor (dso) seal bubbled, upstream occlusion sensor (uso) seal was worn, and latch lock assembly was damaged. There was no evidence to review in the event history logs. The reported issue was verified and the root cause was determined to be a damaged dso seal. The dso seal was replaced. No further actions taken at this time but complaint information will continue to be monitored and further actions taken accordingly. The product's history records were reviewed and identified that the reported complaint is related to a prior service of this device.

Event description:
It was reported that during use of the device, the downstream occlusion seal was "bubbled up". No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: see h11, corrected data: h6: health effects, health impact.